Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015 to report that a patient experienced a severe hypoglycemic event resulting in brain injury and skull fracture. Exact date of event was not provided. Additionally, it was reported that the patient's blood glucose may have fallen very rapidly and this may not have been adequately captured by the continuous glucose monitoring system (cgm). It is undetermined whether the patient was alerted to the hypoglycemic event. At the time of contact, the patient was scheduled to follow-up with the clinician on (B)(6) 2015. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in serious injury.